Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported high blood glucose of 480 mg/dl at the time of incident and 198mg/dl at the time of the call. Customer indicated that they were at their doctor's office. Customer was advised to not insert the cannula in places of scar tissue or hardened skin. No further details given.